Event description:
It was reported that the water does not get cold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After investigation, the cause for the alleged issue was a broken/damaged thermal unit. The manufacturing date (h4) and the h6 codes have been corrected.

Event description:
It was reported that the water does not get cold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.